Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed on how to execute a controlled shut down and reboot. Afterward, the system was operating as intended.

Event description:
The customer reported that the system would not track and would not boot up. There is no report of patient injury associated with this event.